Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The service technician reported that the location tab has fractured off. There were no adverse consequences related to this event.

Event description:
The service technician reported that the location tab has fractured off. There were no adverse consequences related to this event.